Manufacturer narrative:
Additional info indicated that during the procedure the pt received heparin sodium, since before the procedure up to now: aspirin, olmesartan medoxomil, cilostazol, atorvastatin calcium hydrate, azelnidipine, and indapamide. The pre-procedure blood pressure was 175/93mmhg, and post-procedure was 148/77mmhg. The pt was on antihypertensive drug as he had medical history of hypertension event before the procedure. When the event of hyper perfusion was occurred, no medication was administered to the pt. It resolved by itself afterward. The product remains implanted and will not be returned for analysis. Additional info will be submitted within 30 days of receipt.

Event description:
The pt underwent (pta) percutaneous transluminal angioplasty of the right internal carotid artery after having symptomatic stroke. The pt had hypertension, diabetes mellitus, and hyperlipidemia. There were no calcification or vessel tortuosity, the rate of stenosis was 67%. The angioguard was delivered and stent placement (pricise, p10040xc, 13419291) were successful. Pre-dilatation was performed with balloon catheter (invatec, submarine rapido). Following day of the procedure, a part of hemorrhage in the right occipital lobe was confirmed by MRI. However, there was no symptoms on the pt. He was carefully monitored and recovered naturally without any treatment given one week after the procedure. According to the physician, hyper perfusion was occurred by improved blood flow, as the pt had a narrow vessel (internal carotid artery) with ischemic condition. The pt is out of the hospital. There was no neurological symptoms on the pt.